Event description:
Inbound. Patient reports no disposable alarm while using cassette with same lot number, 4089477, which caused same alarm 2 days ago, pump was replaced at that time, but patient feels that it is the cassettes causing the alarm. No further details provided.